Manufacturer narrative:
Pending device return.

Event description:
Int'l. (B)(6) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports multiple occurrences where during dialysis sessions, attending clinician removed/replaced tego connectors that were "...leaking blood." There were no reported adverse patient consequences. Although requested, additional event/usage information and device return status have not been provided.

Manufacturer narrative:
Device return: six (6) used d1000 tego connectors and ten (10) packaged same lot# 3278968 samples were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received used tego connectors recorded internal residual blood was present primarily between the seal and body components; two of the used tego connectors had large fibrin clots discharged during flushing. Engineering testing and analysis to the applicable product specification was performed. The results recorded the ten unused tego connectors did not leak, passed acceptance criteria. Testing of the used tego connectors recorded mixed findings. Three of the used tego connectors leaked, failed and the remaining three used tego connectors did not leak, passed. The engineers report documents the leakage failures were a result of internal damages at the body - seal interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports multiple occurrences where during dialysis sessions, attending clinician removed/replaced tego connectors that were "...leaking blood." There were no reported adverse patient consequences. Although requested, additional event/usage information and device return status have not been provided. This is the mfrs. Follow up report to provide additional information and device return investigation findings.